Manufacturer narrative:
(B)(4). The product code is unknown; therefore, 510k number is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This condition of a use error - breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique by the customer. However, the assignable cause code could not be determined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from (B)(6), of a care taker that did not wear mask and the patient was found with peritonitis. This occurred in a patient coincident with dianeal 1.5% ultrabag (dianeal_1.5% pd2_solution for peritoneal dialysis_bag, pvc) therapy. On (B)(6) 2012, the patient began treatment with dianeal 1.5% ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient's care taker did not wear a mask while performing pd. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for peritonitis due to the incidence where the care taker did not wear mask. On (B)(6) 2012, the patient was treated with an injection of cefazolin (ip, 250 mg, twice daily) and an injection of ceftazidime (ip, 250mg twice daily- 1.5% 2bags 2000ml, 2 exchanges 12 hrs/day for 14days) for the peritonitis. Treatment was ongoing. It was not reported if the patient or the care taker had received retraining on the proper aseptic technique.